Event description:
It was reported the device exhibited t-wave oversensing (twos). Follow up revealed the lead integrity alert was added. Approximately one week later, the patient received an appropriate shock. Further follow up revealed that approximately three weeks after the shock was delivered, the patient heard beeping from the device; however, no stamped alerts were noted when the device was interrogated. The right ventricular lead alert was reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.